Event description:
Event description guidant received information that during the implant procedure for this active fix lead, the physician was not pleased with the threshold measurements and elected to use a passive fix lead because of the injury to the heart from screwing and unscrewing the lead multiple times. There were no adverse patient effects.